Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. During the call, the receiver connection was restored with no intervention from patient or the patient's mother. Dexcom representative educated the patient's mother on how to reset the device if a loss of connection occurs again. No additional patient or event information is available.